Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The rv lead was explanted due to erosion and the ra lead due to noise. This was all of the information reported at this time. Should additional information become available, this event will be updated. The hospital has retained the device.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the insulation was found rubbed through at approx. 15 cm, 26 cm and 26.5 cm distal to the is-1 connector pin. These findings can be considered as the root cause for the clinical observation of noise mentioned in the complaint description. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The proximal insulation damage was consistent to constant friction against the generator housing wheres the distal insulation damages most likely resulted from interaction with the rv lead. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.